Manufacturer narrative:
Concomitant medical products: 4046 (B)(4) lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room after not feeling well. A power on reset (por) had occurred with the implantable cardioverter defibrillator (ICD) which resulted in loss of bi-ventricular pacing. Upon interrogation, the device displayed a "serious device memory failure" message. There was discussion that the electrical reset may have been caused by device exposure to a magnetic field. The ICD was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.